Event description:
The following information is from an article titled, "a case of allergic contact dermatitis following transcatheter closure of patent ductus arteriosus using amplatzer ductal occluder. A female patient with no known history of previous medical or allergic disease presented with dyspnea on exertion of nyha functional class ii. Echocardiography revealed an enlarged left ventricular and atrial size due to abnormal shunt flow from descending thoracic aorta to pulmonary artery with peak velocity of 5.2 m/s through pda. Angiography using multi-detector three-dimensional computed tomography revealed pda with the 5.9mm sized diameter of the narrowest portion. Percutaneous transcatheter closure of pda using 10/8mm sized amplatzer duct occluder was performed successfully without residual shunt. The patient complained of generalized pruritic erythematous maculopapular skin eruption one day post-procedure. Although the patient has no known previous allergic history, hypersensitivity reaction to nickel-containing ado was suspected. The patient was started on prednisone 40 mg per day and the skin lesion disappeared after several days of medication. Allergic skin patch test showed strong positive reaction to nickel consistent with a type IV hypersensitivity reaction. Therefore, the physicians concluded that allergic contact dermatitis was caused by hypersensitivity reaction to nickel-containing ado device in this patient. The patient continued medication for more than three months. The skin lesion did not recur after the cessation of the medication.